Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unresponsive. There was no reported impact to the customer's blood glucose level. The customer connected the pump to a power source to charge for one hour and the pump turned on. Multiple follow-up attempts were made by tandem technical support, however no response was received from the customer.